Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye noted that the pull ring cap was detached from the patient connector. The reported issue was confirmed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective shipping cap of a peritoneal dialysis (pd) transfer set had become loose and separated from the patient connector. The loose protective cap was discovered within the transfer set packaging prior to patient use. There was no patient involvement. No additional information is available.